Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc) on the right ventricular (rv) lead, as well as high capture thresholds. The patient was not feeling well and presented a heart rate below 30s an additional medicament was given. Technical services (ts) was consulted, and a possible lead dislodgement is suspected. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the lead was revised due to microdislodgement, the lead remains in service.

Manufacturer narrative:
Corrected fields: h1. Type of reportable event.

Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc) on the right ventricular (rv) lead, as well as high capture thresholds. The patient was not feeling well and presented a heart rate below 30s an additional medicament was given. Technical services (ts) was consulted, and a possible lead dislodgement is suspected. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc) on the right ventricular (rv) lead, as well as high capture thresholds. The patient was not feeling well and presented a heart rate below 30s an additional medicament was given. Technical services (ts) was consulted, and a possible lead dislodgement is suspected. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the lead was revised due to microdislodgement, the lead remains in service.

Manufacturer narrative:
Corrected fields: h1. Type of reportable event. This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc) on the right ventricular (rv) lead, as well as high capture thresholds. The patient was not feeling well and presented a heart rate below 30s an additional medicament was given. Technical services (ts) was consulted, and a possible lead dislodgement is suspected. The lead remains in service. No adverse patient effects were reported. Additional information obtained, the lead was revised due to microdislodgement, the lead was explanted and replaced and has been received for analysis.

Manufacturer narrative:
Corrected fields: h1. Type of reportable event.

Event description:
It was reported that this pacemaker was exhibiting loss of capture (loc) on the right ventricular (rv) lead, as well as high capture thresholds. The patient was not feeling well and presented a heart rate below 30s an additional medicament was given. Technical services (ts) was consulted, and a possible lead dislodgement is suspected. The lead remains in service. No adverse patient effects were reported.